Event description:
Boston scientific received information that during a follow up loss of capture was noted on the left ventricular lead. A revision was scheduled. An x-ray performed prior revealed that this lead dislodged. The left ventricular lead was extracted. No adverse patient effects were reported following the procedure. The lead will not be returned for analysis.

Manufacturer narrative:
Should additional information become available this investigation will be updated.